Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial/lot #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the scheduled lead pull it was found out that there was an infection at the lead site. There was redness at the lead site and some drainage coming out. Antibiotics were prescribed. It was not known if the infection was device or procedure related. The patient was doing well.